Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead exhibited high pacing impedance and failure to capture. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported events of high lead impedance and high capture threshold were confirmed. As received, a complete lead was returned in one piece measuring 86.2 cm. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test implantable cardioverter-defibrillator (ICD) device, but failed to insert into the test df-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot.